Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per dop114-830. The sensor failed per specification with accurate readings. The cannula was also split from the tubing.

Event description:
The customer reported via phone call that his sensor had a bad sensor alert. The patient's blood glucose at the time of incident was 327 mg/dl. Troubleshooting was initiated for the bad sensor alert. The customer was inappropriately alerted that his blood glucose was low. The alert also occurred after a second consecutive calibration error. The timing of calibrations leading to the alert and calibration protocol were discussed with the customer. The customer stated that he was injecting a blood thinner into his abdomen due to a hip surgery and he was not sure if that could have caused his blood glucose to rise. The customer was advised to reach out to his health care professional to see if blood thinners had blood glucose related side effects. The sensor was returned for analysis and a replacement sensor was shipped to the customer.